Event description:
The customer reported the device failed to shock during the operational check.

Manufacturer narrative:
(B)(4). The philips field service engineer evaluated the device and found the paddles failed electrically. The paddles were over 2 years old and there was no physical damage. The field service engineer tested the device with a known working set of paddles and the failure went away and passed all performance assurance testing. The customer was provided info on replacing the paddles. This is a malfunction of the external paddles where the paddles failed to shock during the operational check.